Event description:
A report was received stating that a leak was found in th tracheostomy tube cuff after an unk amount of time in use. No related medical sequela was reported.

Manufacturer narrative:
The device was not returned to the MFR for device eval. When and if the device becomes available and is returned for eval, the MFR will file a f/u report detailing the results of the eval.